Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer reported that the primary tubing came apart (separated) and leaked at the lower junction of the drip chamber when infusing dextrose 5% 30ml/hr. There was no report of patient harm.

Manufacturer narrative:
The customer complaint of tubing came part and leaked was confirmed. The customer¿s photo was evaluated and the reported event of separation was observed to be from the vinyl tubing p/n 660132 to the drip chamber p/n 11621571 outlet port. Fluid was also observed to be leaking from the separation. The root cause of this failure was not identified as no product was returned.

Event description:
The customer reported that the primary tubing came apart (separated) and leaked at the lower junction of the drip chamber when infusing dextrose 5% to run at 30ml/hr. There was no report of patient harm.